Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient no longer felt stimulation, and all programs were auto-reducing. The patient reported the stimulation had changed after an incident where she had bent and twisted her back and felt a sharp pain. The sjm representative met with the patient for reprogramming. Diagnostics showed four contacts were invalid. The remaining contacts were providing unwanted stimulation in the stomach area. X-rays were the next course of action.